Event description:
Healthcare professional reported capsular contracture (baker grade unknown) diagnosed during explant surgery. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture found during surgery.

Event description:
Healthcare professional reported capsular contracture (baker grade unknown) discovered during explant surgery. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Healthcare professional reported capsular contracture (baker grade unknown) diagnosed during explant surgery. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold, red particle in the shell, red particle in the gel and wear abrasion. A microscopic analysis was performed which identify opening sharp in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior side assessed as unidentified (tear) opening.